Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. Data was returned and evaluated. The reported event of receiver error message for transmitter failure was not confirmed via data. A root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a transmitter failed error. The root cause was could not be determined.